Manufacturer narrative:
The product was not returned for evaluation. Manufacturing and sterilization records were reviewed and found to be acceptable. A review of the complaint database revealed no other complaints have been submitted against lot w2240. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Risk analysis (B)(4) utilizes a harms-based approach and a light pipe that cannot be used because it was received damaged is not considered a harm. No corrective action is necessary at this time. The investigation is complete.

Event description:
A user facility in (B)(6) reported an issue with the wide angle light pipes being broken in the packaging of three packs used for the same patient. There was an increased time of surgery (time was lost for medical staff) without clinical consequence or additional surgical intervention for the patient.